Event description:
A baxter quality associate reported a broken spike identified during the evaluation of an administration set. The reported condition was identified before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Upon visual inspection, the spike of the set was broken. The cause of this condition was not identified. The sample was leak tested under water and no leaks were revealed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.